Event description:
During an initial implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. The lead was explanted and replaced during the procedure. The patient was stable with no consequences.